Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. Data review confirmed the reported event of a loss of connection. A probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned on 04/30/2018 for evaluation. The device was visually inspected, and no defect was found. Performed voltage test and failed. Performed share log review and a loss of connection was found on issue date. The reported event of a loss of connection was confirmed. The root cause was not determined.